Event description:
"B subgl infra dc gels for augmentation: pt denies decreased size or h/o trauma but states they are softer now. C/o some increased heat and soreness in breasts. Pt also has developed systemic c/o's including arthralgias/myalgias, paresthesias/dysesthesias, spasms, swelling, tender sq lumps, fatigue, sleep disturb, frequent sore throats, hot flashes, headaches, visual probs, dizzy spells, memory loss, dry mucus membranes, hair loss, sens sun/cold, sob/cp, choking sens, increased cholesterol, wgt gain, gi/gu probs, easy bruising, and miscarriage. Pt is otherwise healthy."